Event description:
Hip belt became loose when child was moving in wheelchair. Child slipped down in wheelchair and her neck became caught in chest harness. Child suffered respiratory arrest. Required hospitalization.